Manufacturer narrative:
Investigation summary: based on the sample / photo(s) received the investigation concluded: confirmed, bd was able to confirm the customer¿s indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a CAPA is not required at this time. Investigation conclusion : sample evaluation: we have been provided with the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as printing foil particles in the fluid path. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2011 (december 4 - 5th, 2016). Syringes were assembled in machine, nº4252, and nº4251, in lot #6328025 (november 24th - december 7th, 2016). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6328024, and #6301172 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6334357, #6337094, #6326237, and #6319458 and no problems, defects or qn related to the reported issue were found. Root cause description: root cause analysis: the process used to print the scale in bd discardit syringes is called "hot stamping" process, in which, through a heated metal stamp, the scale is transferred from the printing foil to the barrel. In some cases, this printing foil due to a clog in the printing station, has to be cutted by the operator. When this situation happens, the machine stops automatically and the operator should cut the printing foil reel to solve the clog. During this cutting process of the printing foil, some particles could reaming in the machine, and in this case, these foil particles finally ended in one syringe barrel, producing the reported issue. Therefore, the reported nonconformance is caused by a defective foil reel and human error. Confirmation: the returned affected sample presented foil particles contamination in the fluid path. We confirmed the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinated that no corrective action is required at this time.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found in a bd 20 ml syringe with 18g x 1.5 in. Needle. This was observed before use with no report of serious injury or medical interventions.